Manufacturer narrative:
This is a retrospective report after the acquisition of biotech international. Evaluations were performed by biotech international: conclusions:seven months after the operation, there has been no consolidation of the bone. The screws broke due to fatigue from the instability of the assembly.

Event description:
At seven months post-operative, x-rays demonstrated a non-union and that two screws broke in the cupula. The broken implants were removed during revision surgery.